Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a scheduled implant removal for hardware implanted two years prior to this report date, the surgeon identified two out of three dynamic locking screws (dls) were broken. A broken plate was also present in an x-ray view submitted with this event which reportedly may have been the reason for this revision. The hardware implanted two years ago was due to healing failure of original hardware implanted five years prior to the revision for a distal femoral c2 fracture. It is unknown if the original hardware was synthes product as the surgery was performed at a different facility. The revision surgery included a cancellous bone graft supplemented with dbx (a bone graft substitute) inserted at the level of the distal shaft component, and the proximal screws in the shaft section were removed and replaced with three dls screws, which were inserted in the topmost three plate holes at the upper end of the plate. Reportedly after removal of the plate during the removal of the broken devices the surgeon removed one of two with no difficulty using the extraction screw tool. During the secondary removal the surgeon had to over-drill one side of the cortical bone in the traditional way and use the sleeve with integrated left-hand thread (placed over the screws to easily remove the screw. There was a reported delay however the amount of time is unknown. An image reading of the x-rays was conducted by a medical director from this manufacturer which reported: I reviewed the complaint description, letter of surgeon, and enclosed images. I can¿t confirm the screw breakage. According to the complaint, the screw breakage was identified during a surgery in 2014. All the x-rays were dated 2009-2012 where I didn¿t see screw breakage. I saw plate breakage in the image file named ¿x-ray taken 5 months after accident---¿, but I couldn¿t tell the date or other identification to confirm this is relevant. Note: one of the x-rays was sent for review without the date included, according the original x-ray data submitted by the surgeon the plate breakage confirmed by the image reading was the x-ray dated (B)(6) 2014 titled ¿x-ray taken 5 months after accident.¿ this is report 1 of 4 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: the surgeon was not able to extract dls sleeve 5.0 with the extraction screw ø 4 mm (03.223.020s). Reason: the sleeve was damaged (split) due to a mechanical overload. The intended condition for use of instrument was not matched. The sleeve could finally be removed with the intended left handed extraction bolt (309.490) according to the depuy synthes screw extraction procedure described in tech guide. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported only as two years prior to this report, explant date unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the performed investigation could not detect any material faults. The present dynamic locking screws were fatigued by cyclic overloading. The overloading caused the screws to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. A reason for cyclic overloading could not be found in the present investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.